Manufacturer narrative:
Date of initial report: 2017-03-06. Date of follow-up report: 2017-04-21. One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported the device produced a partial seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an esophagectomy/gastric tube procedure, the device did not perform a complete seal. An end tone was heard indicating a completed seal cycle. No patient injury resulted and a new device was used to complete the procedure.